Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and the patient having contraindicating conditions have been ruled out as potential causes. However, the device is implanted in the infraorbital region of the face which is off-label use. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-30200 rev 7, "the freedom pns system is not intended to treat pain in the craniofacial region." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to off-label use as the device was implanted in the craniofacial region (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver site was not healing properly when wearing the device. The patient is not wearing the device and will have a follow-up appointment on (B)(6) 2025. At the patient's follow-up appointment, it was confirmed the wound had healed well and there were no signs of infection. The patient is happy with the new programs and will resume therapy.